Event description:
During a left heart catheterization, as the physician was inflating the balloon, it perforated the artery. The physician performed a pericardiocentisis to drain the blood from the heart. The pt's condition is fine. The physician was utilizing an encore inflation device to inflate the balloon catheter. The physician has stated that although the inflation device did not malfunction, he felt that he did not have a "good tactile feel" with the encore vs. Merit medical"s inflation device. The used product has been discarded by the hosp and will not be returned.

Manufacturer narrative:
No sample will be returned from the hosp as all used devices were discarded, therefore a failure analysis will not be possible. Although the root cause of the reported event is unable to be determined, the physician has stated that the inflation device did not malfunction and that user preferences for the difference in "feel" between the boston scientific and a merit inflation device may have contributed to the event. Should add'l info become available, a f/u medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.